Event description:
Pt with multiple facial fractures status post mva, underwent surgery. Pt was nasotracheally intubated. After surgery complete, anesthesia res connected suction tubing from o2 cylinder directly to end of pt's ett (with extension tubing). Because of closed tube system, pt unable to exhale. Developed bilateral tension pneumothoraces and arrested. Successfully resuscitated after bilateral chest tube placement but sustained severe anoxic brain injury.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: mated with incompatible equipment. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. The device was destroyed/disposed of.